Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 598 mg/dl despite multiple boluses while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. The pod leaking insulin during wear was also reported. Ketones were checked and found to be (B)(6). As treatment, two 10 unit boluses of insulin were administered along with a sugar drink.

Manufacturer narrative:
No alarms, timeouts, nor drive stalls were observed in the data. No bends nor kinks were observed to the soft cannula. A leak test was performed on the device. No leaks were observed to the device. No damages were observed to the device that would cause leaking during wear.